Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill tubing process was initiated without the customer initiating the process. Reportedly, the customer was connected to the pump and 30 units of insulin was delivered. The customer's blood glucose (bg) was 120 mg/dl and rapidly decreased to 48 mg/dl at the time of the report. The customer consumed glucose tablets to address low bg. Follow-up indicated that the customer's bg ultimately decreased to 37 mg/dl. Reportedly, the paramedics were called and the customer was treated with intravenous fluid and sugar tablets. Customer reported issue was resolved after treatment. Tandem technical support recommended that customer contact healthcare provider; customer acknowledged. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels not confirmed. Fill tubing process was requested at 10:21pm on (B)(6) 2018 for 30 units. There were no irregular bolus deliveries requested. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.